Event description:
The dealer reported that the hydraulic pump on the lift does not hold the intended weight and drops down when being used. This issue could cause the patient to be dropped from the lift.